Manufacturer narrative:
Product was not returned and still implanted. No examination could be performed. No issue was reported with the patient or consequence on the surgery. An x-ray was received on july 17th 2018 and allowed to confirm the issue. Review of complaint data since 2011 shows no other issue for this lot number. Review of the complaint data the past 5 years show one other similar issue related to the same subcontractor responsible for this device manufacturing. A corrective plan was then initiated and implanted by january 2018 in consequence of the first issue identified. For this case no supplemental actions are needed , as the batch associated to this issue was manufactured before the subcontractor corrective plan implementation. In addition, there is no similar case that was notified for this lot number. The review of traceability and review of the device history records received from (B)(4) to ldr medical did not reveal any non-conformances to specifications or deviations in procedures that should permit to detect the reported event. Investigation was performed in collaboration with the subcontractor and found that the root cause of this event may be human error during manufacturer process. Regarding investigation and information provided , cause of this event is due to a supplier issue during manufacturing. We keep track and trend this type of issue. The device remains implanted

Event description:
Roi-c : missing tantalum marker. As it was reported on june 25th 2018: there isn't a tantalum marker inside the cage. The product has been implanted in patient and it remains implanted. No delay of more than 30 min has been reported. Surgery was completed successfully. No harm for patient. An x -ray was received on july 17th confirm the absence of tantalum marker in the roi-c cage.